Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that pacing impedance increased to 1300 ohms in 2023, though it remained within the acceptable range. Impedance and threshold continued to gradually rise while being monitored over the following two years. The lead was subsequently capped and replaced.